Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that the patient presented to the clinic, with an alarm and interrogation revealed decreased impedance. A lead revision will be scheduled. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.